Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, there were issues with loading and firing of the clips as there are no clips able to be fired. New device was used to complete the case. There was no patient injury.